Event description:
It was reported, to technical services on (B)(6) 2011, that this rv lead caused inappropriate shocks. And they will be capping this lead. Patient received (B)(6)inappropriate shocks yesterday. Dr. (B)(6) at (B)(6) will perform the procedure. Also, there was increased threshold on the same lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).